Event description:
A company rep reported on behalf of the customer that the programmed flap thickness was different than measured flap thickness on pachymetry. The thickness setting on the femtosecond laser was set to 120 microns and the measured thickness by the excimer was 110 microns.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).